Event description:
It was reported that the plunger position was incorrect with a bd preset¿ eclipse¿. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter, translated from japanese to english: the plunger pressed to the end. Usually there is about 1cm opening between 0 scale and the plunger tip.

Manufacturer narrative:
H.6. Investigation summary: bd received a sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for no gap between barrel and the plunger tip with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger position was incorrect with a bd preset¿ eclipse¿. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: the plunger pressed to the end. Usually there is about 1 cm opening between 0 scale and the plunger tip.